Event description:
It was reported that a malfunction alarm occurred with a medical pump in sweden. There was no available information on whether the issue impacted the customer's blood glucose levels. The pump was within warranty, and the customer was informed it needed replacement. Technical support confirmed the customer's shipping address, provided storage mode instructions, and instructed the customer to return the faulty pump using the pre-paid return box.